Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 400s mg/dl; possible over 500 mg/dl). Ketone level was trace. Customer changed out the infusion set site. Correction bolus and manual injection were used to address bg. Contact did not know cause of elevated bg and thought scar tissue at the infusion set site may be contributing the event. Contact declined further follow up. Recommendation was made for contact to discuss event with a healthcare provider.